Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 07/10/2026, dr. (B)(6) reported that a 71-year-old male patient presented to alfy dental corp monterey office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2024 at tooth position #19. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2025 after healing abutment placement. During the examination, the doctor discovered that the implant had fit issues and bone loss. As a result, the implant was removed on (B)(6) 2026 using the implant driver. The implant was not replaced. The patient exhibited infection and abnormal bone loss around the implant, which resolved after implant removal. The opposing arch consisted of natural teeth and bridges. It was reported that the type of abutment is unknown. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type ii bone quality and good oral hygiene.